Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Potential post procedural complication is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of possible post procedural complication. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes, apparently without complications and returned home. At home, the patient started experiencing blockages, the intestinal tube was removed, prompting a return to the hospital on (B)(6) 2024. In the hospital, an abdominal CT scan revealed intestinal perforation, resulting in peritonitis and sepsis, both with a poor prognosis. By (B)(6) 2024, the patient developed a stomach infection and abundant drainage through the stoma. After the continuous infusion pump was removed, complications persisted, leading to all parkinson's treatments being withdrawn and replaced with morphic chloride. The patient passed away on (B)(6) 2024. It is unknown if an autopsy was performed. Despite multiple queries, there is no clear evidence linking the device to the reported event, and no additional information regarding device-related allegations, malfunctions, complications, diagnostic testing, or treatment is available. Therefore, out of abundance of caution, abbvie is conservatively reporting the event without attributing causality to the device.